Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) 2013 - litigation received alleging that the patient suffers from agonizing pain and weakness. There is no new additional information that would affect the outcome of the investigation.

Event description:
Pt was revised. The reason for the revision surgery is unk.

Event description:
Update: (B)(6) 2013-medical records received alleging that the patient suffers from pain and metal staining. There is no new additional information that would affect the outcome of the investigation. Comment: medical records received indicate that the original doi is (B)(6) 2009. Doi: (B)(6) 2009 (right hip).

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.